Event description:
It was reported, the sjm rep was unable to communicate with the ipg using external devices after the pt received the implanted ipg, and the pt had no stimulation due to the inability to communicate. An x-ray and a CT scan were to be performed. F/u identified the pt had a surgery to reposition the ipg at the same time as the physician performed a fusion procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.